Event description:
On (B)(6) 2010, pt reported she is starting to have issues with her down arrow button. Pt stated it is starting not to respond for the past few weeks. Pt reported she has to play with the button to get it to respond. Pt stated she noticed the issue a few weeks ago when she was attempting to bolus. Pt reported the buttons pop back out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.